Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited oversensing of noise which caused inappropriate mode switching episodes. The patient was symptomatic due to the mode switch. During attempted lead revision, the physician tried tightening the set screw but the issue was not resolved. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.